Event description:
It was reported that the ventricular lead exhibited noise in the bipolar configuration; the device was programmed to unipolar configuration.

Manufacturer narrative:
No medwatch form was received.